Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, as reported, the perceived cause of the valve embolization was a combination of valve under inflation, poor coaxial alignment resulting in a canted deployment, and minimal calcification in the native annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
It was reported by our (B)(6) affiliate that during the transfemoral tavr procedure, ventricular embolization of a 23mm sapien xt valve occurred. When balloon aortic valvuloplasty (bav) was performed with a 20mm edwards balloon, there was no space in stj and mild leakage of contrast was observed around the balloon. It was decided that the 23mm xt valve would be implanted with 1ml less than nominal volume and post-dilation would be performed under the stj. When the delivery system was advanced within the native annulus, the coaxial alignment of the delivery system and valve was poor. Alignment of the delivery system and valve was attempted, but the left coronary cusp (lcc) side of the xt valve was lower on imaging. It was decided that the 23mm xt valve would be implanted with 1ml less than nominal volume. Also, the xt valve position would be adjusted during deployment with a slow inflation. The xt valve was inflated, and deployed at an 80:20 aortic/ventricular position on the ncc side and at a 50:50 position on the lcc side. The xt valve was inflated too early, which resulted in the valve landing canted on the lcc side in a 30:70 ventricular position. Aortography revealed mild-moderate ar and echo also demonstrated significant leakage in the lcc side. A valve-in-valve was considered, but the operator was concerned whether a second valve could be implanted in a higher position without complications due to the narrow stj. Post- dilation was performed first with nominal volume, but the xt valve embolized into the left ventricle before the new delivery system crossed the implanted xt valve. The patient was then converted to emergent open heart surgery. The xt valve was retrieved and a 19mm surgical valve was implanted. Per the doctor, the valve embolization may have been caused by a combination of factors. The valve deployment with less volume, minimal calcification of the native annulus and the valve implanted in a canted position. Annular diameter measured 20mm by tee and 383mm2 by CT. There was no root calcification and moderate valve calcification.